Event description:
It was reported that the patient underwent a fusion with pedicle screw instrumentation at l2-l5 using rhbmp-2/acs posterolaterally. Post-op, the patient experienced a transient increase in bun (to >30 mg/dl) and creatinine (to >1.5 mg/dl). The patient experienced supraventricular tachycardia, mental status changes, and fever in the postoperative course. The arrhythmia resolved after medical management. All lab values had returned to normal within 2 months post-op. The patient was evaluated by nephrologists and underwent evaluations including ultrasound and electrolyte analysis. There was no evidence of pre or post-renal etiology for the insufficiency such as hydronephrosis or nephrolithiasis. The patient did not have sepsis or other infectious etiology and did not exhibit evidence of wound breakdown or infection. The patient had been noted to have a lung nodule on a chest radiograph for at least 10 months before the lumbar fusion procedure. A preoperative radiograph one week prior to surgery indicated no interval change in the nodule. During the patient's prolonged postoperative course, the nodule was biopsied, and the patient was diagnosed with adenocarcinoma one month after his surgery. Testing for antibodies for bmp-2 was negative.

Manufacturer narrative:
(B) (4). Renal insufficiency. Literature article citation: latzman et al. Administration of human recombinant bone morphogenetic protein-2 for spine fusion may be associated with transient postoperative renal insufficiency. Spine 2010; 35: 7: e231-237. A review of the certificates of analysis and packaging list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.